Manufacturer narrative:
Investigation of returned suspect motion control box position was unable to confirm a problem with motion control box. Installed positioner control box in test imaging system and the system readied as expected. 2d and 3d imaging, as well as all motion, were functional while under test. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement motion control box position shipped to site 07/11/2016. Suspect motion control box position returned to manufacturer for analysis on 07/19/2016 and is under analysis. Return requested. Replacement power sw board shipped to site 07/11/2016. Suspect power sw board returned to manufacturer for analysis on 07/19/2016 and is under analysis. On 07/13/2016 a medtronic representative performed an imaging system check-out, all areas passed. After changing 3 positioner controllers: y drive, system control pcb and power switching pcb. Found an intermittent cable between the motion relay and the system control pcb. Medtronic representative replaced the cable then imaging system passed all tests and was up and running properly. Issue resolved. System performed as intended. No further issues have been reported.

Event description:
A site representative, radiographic technologist (rt), reported that their imaging system motion status bar would not initialize. The system had been sitting in that state for twenty minutes. No further details regarding the behavior were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Medtronic investigation of returned power switching (sw) board was unable to confirm the reported issue. No problem was reported with this board. Installed board in imaging test system and the system readied as expected. The 2d and 3d imaging was expected. No problem found. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.